Event description:
During troubleshooting for a check supply line alarm, it was reported that a patient had been connected to the patient line of their cassette during the priming phase of therapy. Proper procedures were reviewed and the patient started therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).this is a report of a use error, where the patient was connected to the device during the priming phase of therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.